Manufacturer narrative:
D4) device model, catalogue, and di number now provided.

Manufacturer narrative:
Device model #, lot #, di#, and expiration date are not available from the facility. The device was discarded by the user. 510k is determined by model number, thus is unavailable. Device manufacture date is dependent on the device lot number, thus is unavailable. Device remains within patient. Therefore, no device evaluation will be performed. The physician has been notified that the device is not intended for implant.

Event description:
A cardiac lead management procedure commenced to extract a non-functional right ventricular (rv) implantable cardioverter defibrillator (ICD) lead. A spectranetics lead locking device (lld) was utilized as the traction platform. During the procedure complications occurred and rescue interventions were required, (please see MDR 1721279-2019-00144 for details). Due to the emergent circumstances, the physician cut the lld and capped it within the lead, which remains within the patient. The physician did not attempt to remove the lld.